Event description:
The patient experienced a lack of effect. A dye study was attempted (date not reported), but the physician was unable to remove drug from the catheter, so it was not completed. The physician felt the devices were not working properly; no drug delivery. The pump and catheter were replaced. There was no pt injury. The pump was used to deliver dilaudid (hydromorphone) 10 mg/ml at a rate of 0.8 mg/day.

Manufacturer narrative:
The pump has been returned to the MFR for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.